Event description:
It was reported that the insulin pump alarmed no delivery during bolus, prime and/or basal delivery attempts. The customer's mother did not know the blood glucose reading at the time of the alarms. She stated that infusion set changes did not resolve the issue, advising that the customer had reverted to her back up plan of manual injections. She stated that they were able to resolve the issue later and that the alarm happened randomly. The caller was advised to call at the time of the alarms in order to perform troubleshooting procedures. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.